Event description:
Patient reported losing consciousness, due to hypoglycemia. Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 26 mg/dl (using paramedics' blood glucose monitor). Patient was given orange juice. Patient did not indicate whether the device had been in use prior to the event. Controls had not been run on the system. A request was made for the return of the suspect device and replacement product was shipped.